Manufacturer narrative:
Device evaluation by MFR: the device was returned for analysis. The unit returned has the wire unraveled, as part of overall visual revision. The returned device matches with upn provided by the customer. The guidewire returned together with an original opened pouch. The coiled wire was unraveled. The corewire was separated/broken approximately 142.5 cm from the proximal end; the distal section measured approximately 2.5 cm from the distal end. No more visual damages were found in the device. Outer diameter of distal tip, middle of the device and proximal section are within specifications.

Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the severely tortuous and non-calcified ureter. A 035/145 amplatz super stiff guidewire was selected for use. However, during withdrawal, great resistance was encountered and the distal part of spring coil of the wire was elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the severely tortuous and non-calcified ureter. A 035/145 amplatz super stiff guidewire was selected for use. However, during withdrawal, great resistance was encountered and the distal part of spring coil of the wire was elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.